Event description:
It was reported that patients spinal cord stimulator (scs) had stopped helping with the pain. Lead migration was also noted. Reprogramming had been attempted, however, it was unsuccessful. The patient underwent an scs explant procedure and was doing well postoperatively. All explanted device components were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial : (B)(6). Batch: 13574385.